Manufacturer narrative:
Evaluation summary: the lens was returned. Damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Exact focal length/resolution measurements could not be obtained due to the optic damage. However, the lens is within the 16.0 diopter range. The observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant procedure a pt experience blurry vision. The lens was exchanged. During the lens exchange a vitrectomy was performed. Additional information has been requested.